Event description:
Boston scientific received information that this device was unable to be interrogated. Two different programmers were used and no success. This device remains implanted at this time with no plans for intervention. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.